Event description:
It was reported that during an implant attempt, an attempt was made to fixate the lead on the right ventricle septal wall. The values were initially good, but when tested via the device and rechecked via the analyzer the r-waves were low. Repositioning the lead did not result in fixation. Tissue impingement was suspected. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was returned with blood on the helix, not tissue.